Event description:
Customer reported the insulin pump would not fill. The device would revert to disconnect from your body prompt. Customer was finally able to get out the rewind sequence. The drive support cap was recessed. Low res alarm was not and no power. Customer resolved the alarms with an infusion set change and battery change. Customer's blood glucose was not provided. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.